Manufacturer narrative:
Visual inspection under 30x magnification indicates no j wire fractures. X-ray of lead confirms no j stiffener wire fractures.

Event description:
Device analysis is provided. Explant method: intravascular, superior. Technique/tools: intravascular counter traction, sheath(s). No complications.